Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure the device clips did not form properly. The case was completed with another device. No patient consequence.